Event description:
It was reported that the device jammed on the third firing. The case was completed at this point with the two previous firings and there was no pt consequence.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and upon the first firing a double feed incident caused two pear shaped clips; the subsequent firing fed and formed one conforming clip. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.